Manufacturer narrative:
This supplemental report is being submitted to provide additional information.device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.the exact cause of the reported event could not be conclusively determined.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococcus (3 cfu/endoscope) the testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Distal end: aerobic microorganism (>100 cfu/sample), enterobacter. Channel: aerobic microorganism (>100 cfu/sample). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.